Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 19.8cm. An external abrasion due to friction to the device can breaching the optim sheath only was noted at 9.8 ¿ 10.7 cm from the connector pin. The silicone insulation beneath was not damaged at this region.

Event description:
This report is to advise of an event observed during analysis.